Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Complete information for patient information sid (B)(6) an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect analyzer. The following data was provided: sid (B)(6) initial 75 miu/ml, repeated on a card test as negative. The sample was rerun twice as less than 1.20 miu/ml. There was no impact to patient management reported.